Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and an issue during priming process as the insulin pump did not complete load process. The customer also received insulin flow block alarm. The blood glucose value was reported 370 mg/dl. The event involved product(s) mmt-1884, mmt-332a and mmt-242a. Troubleshooting was performed for priming process and customer reported receiving a rewind request after a pump alarm. Troubleshooting was performed for insulin flow blocked alarm. Customer confirmed insulin did not exit during 5u fill cannula. Customer reattempted load reservoir/fill tubing process after a complete set change and insulin not exited. No further complications were reported. Customer will discontinue the use of insulin pump. No product return is required for mmt-332a. Product return is required formmt-1884. Product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Unit passed dat test at 0.0872 inches. Confirmed (B)(4) units of normal bolus was delivered on 06/17/2025 between 00:05:03.000 and 04:55:01.000. Unit successfully downloaded to thump and carelink. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on 06/18/2025 07:50:38.000 in pump downloaded history. No prime fill anomaly noted during test or alarms noted in pump download history. Absence of vibrate noted during self-test. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked keypad overlay, missing o-ring, pillowing keypad overlay, cracked case (battery tube), partially broken retainer, retainer knit line damage and broken reservoir tube lip. The p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. No prime/fill anomalies noted during analysis. Retainer ring damage confirmed. Vibrate anomaly confirmed during analysis. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.